Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
Customer called for the third time stating that she continues to receive a no delivery alarm. No blood glucose was reported. Troubleshooting was performed on current and past calls made by customer. Customer was advised that insulin pump would need to be replaced. Customer was advised to revert to back up plan per health care provider. No further information was provided.